Event description:
The customer reported the monitor failed to turn on at boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.